Manufacturer narrative:
Evaluation summary (B) (4) no anomalies found; the full lead was returned.

Event description:
It was reported the lead was explanted due to infection. No further patient complications were reported as a result of this event.